Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer (fse) worked with the pharmacy and troubleshoots the device and checked connections and voltage on controller boards found that the controller boards on drawer 6-1,6-2 needed to be replaced and found the position sensor needed to be replaced due to a broken connection on the sensor. So, the fse replaced the position sensor and rebooted and reconfigured the drawer and cleaned the underneath the cubie pockets on the drawer. Then had the customer to test inventory the drawer and test was successful. Then performed medstation performance analysis report (mpar). The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.